Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited the emergency room due to low blood glucose. The customer experienced low blood glucose and high blood glucose. Customer¿s blood glucose reading at the time of the incident was 40 mg/dl and 600 mg/dl. The auto mode was active at the time of the incident. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer did allege insulin pump was over delivering. The insulin pump will be returned and the reservoir will not be returned for analysis.